Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in the ureter on (B)(6) 2016, and was removed during percutaneous nephrolithotomy on (B)(6) 2017. According to the complainant, on (B)(6) 2017 a planned cystolitholapaxy was performed to remove the stone that had encrusted. The stent was also noted to be encrusted, however it was still able to drain. The stent was not able to be removed during that procedure. A percutaneous nephrolithotomy was performed on (B)(6) 2017 and the stent was removed. There were no patient complications reported as a result of this event.